Event description:
Per the clinic, the patient underwent a device repositioning surgery under general anesthesia on (B)(6) 2024 due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.